Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A manager reported that during an intraocular lens (iol) implant procedure, the lens was noted to be cracked. It was reported there was patient contact and the procedure was completed with no patient harm. Additional information has been requested.